Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 365 mg/dl about 48 hours after the pod was activated. Upon deactivation, she noticed the cannula was kinked. She does not remember the date or history to when this event happen so no further information was provided.